Event description:
Unused, resterilized, datascope intra-aortic balloon pump catheter failure with attempt to insert (lt femoral). Catheter would not flush and had to be removed. New, larger catheter reinserted. Some bleeding noted at site.